Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that clinician was attempting to load a 3ml syringe into a syringe pump. Syringe pump did not recognize 3 ml syringe and was reading it as a 1ml syringe. Clinician attempted four different syringe modules to find one that worked. The syringe pump worked for one med however it was reported when inserting the second infusion the clinician again needed to use a different module. The override function for choosing a syringe would not allow a 3ml syringe to be "found". There was patient involvement but no harm.